Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm, no blank display and no frozen screen noted. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, blank display, and button error alarm. The blood glucose at the time of the incident was 295 mg/dl. Troubleshooting was performed. The device was returned for analysis.